Event description:
Additional information was received that the device was not able to be interrogated.

Event description:
It was noted that the device was not interrogated and not a failure to interrogate.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted and replaced. The patient was stable.